Event description:
The patient's generator was being replaced due to low battery, and it was observed that the header of the generator was detached. This was noticed before removal of the generator. Therefore, the physician did not believe it was due to the explant process. It was noted that he patient was still receiving therapy. No issues were seen with diagnostics, and no side effects were reported by the patient. The patient did not report any injuries to explain the damage to the generator. The explanted generator was discarded per hospital policy. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No other relevant information has been received to date.